Event description:
It was reported that a catheter revision was performed because the patient experienced a partial foot drop since a recent pump implant. The patient had arachnoiditis and stenosis. There was a concern that the catheter was compressing the cord. The patient status was alive without injury or adverse event. The pump was delivering lioresal at 100 mcg/day.

Event description:
Additional information received reported that the arachnoiditis and stenosis were diagnosed prior to implant, on a computed tomography (CT) scan. A CT myelo after implant noted the tethered cord. The catheter was explanted and re-implanted at a lower level. The patient reported improvement after the revision. The report that the catheter may be compressing the spinal cord was not definitively confirmed; only a possibility based on symptoms and abnormal CT myelo and emgs.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).